Event description:
This pt experienced a restenosis of two cypher stent placed in the mid-lad approx eight months post implantation. This was treated with re-intervention (ptca). This pt was admitted to the hospital with a chief complaint of angina. The pt was currently taking aspirin, ticlid, and isosorbide. The pt was taken electively to the cardic cath lab, where angiography revealed a concentric, diffused, bifurcated, non-calcified, c-type, 53% instent restenosis of the bare-metal stent in the mid-lad. A bolus of 6,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with a 2.5x20mm balloon inflated to 8 atms. A 2.5 x 23mm cypher stent was deployed to 18 atms for 30 seconds. A second cypher stent (3.0 x 28mm) was placed proximally to and in overlapping fashion with the first was deployed to 18 atms for 30 seconds with sub-optimal results. The stents were not post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 12% by ivus. The pt was discharged on the same pre-procedure medications.